Manufacturer narrative:
Covidien reference number: (B)(4). The covidien support engineer (se) was not authorized to repair the ventilator.

Event description:
It was reported that, during patient use a 840 ventilator generated an error message. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of this event.